Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on an unspecified device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, headache, blurred vision and loss of consciousness. The customer was unable to self-treat and was given unspecified treatment by an unspecified third-party. There was no report of death or permanent impairment associated with this event. Reportedly, sensor results of 280 mg/dl and 110 mg/dl were compared to an unspecified device readings of 40 mg/dl and 80 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.